Event description:
Pt has permanent j-tube placement. On 4/23, pt was admitted to hosp for possible bowel obstruction. A battery of tests were performed, including an x-ray which was inconclusive. Pt was discharged on 4/27 to home. At home, it was noted by her husband that she had passed the 15 inch long inner cannula to the j-tube. Apparently, the inner cannula had dislodged and was expelled out her rectum. Physician feels that the inner cannula should have a radiopaque marking. The cannula was not detected on x-ray, and a radiopaque marker would have aided in diagnosing the pt's problem. The pt suffered no ill effects from this event, and the device remains implanted.